Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the on/off switch. The device is back in service.

Event description:
The customer reported the device would not power up. No patient involvement was reported .

Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not power up. No patient involvement was reported .